Manufacturer narrative:
One opened used enlite sensor was visually inspected and it was noted the sensor cannula was broken. The broken part was not found. It is unknown if the customer received the sensor in said condition as the device was received opened and used.

Event description:
Customer's mother reported via phone call, the sensor was stuck in the serter. Troubleshooting was performed and customer was advised how to properly insert the sensor with the serter. Customer's blood glucose was not provided. Customer's mother removed the sensor and it was noted crimped back in the sensor base. She agreed to return the sensor for analysis.